Event description:
It was reported during a phone call to technical services (ts) about an unrelated issue, the patient mentioned they were fitted with a new pacemaker due to an unspecified issue. No other information was provided. Besides surgical intervention, no other adverse patient effects were mentioned.